Event description:
It was reported that the pump did not work and had water in the display. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a detached downstream occlusion seal was verified. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the printed wiring assembly. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.